Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, the user's report was confirmed - the unit was not producing an image due to a faulty diode rectifier board. Additionally, a loose scope socket and a video connector socket were noted and would not properly secure any paddles. Consequently, all paddles were loose and disconnected when the unit was repositioned, causing a loss of image. These items will all require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was no producing an image during procedure preparation. According to the initial reporter, the staff used another 190 series scope to bypass the pigtail connection and complete the procedure. No patient harm was reported from this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty diode rectifier board (dr board)/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.